Event description:
The consumer reported using the product for six hours on his upper arm. When the patch was removed, the consumer described skin removal in the area worn resulting in an open wound. The consumer did not seek medical attention at the time of the incident and did not use medication or bandages to treat the area.

Manufacturer narrative:
The consumer didn't read the instructions before using the product. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.